Event description:
It was reported by svc report that the power cord sheathing was severely damaged, and it was not working properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord sheathing was severely damaged.